Event description:
Meter name: ot ultra. Strip name: one touch ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were obtaining inaccurately high control test results. Their meter allegedly was inaccurately high. The result on their meter was 195 mg/dl after hemolog use it was 88mg/dl. No treatment other than usual humalog. No further information has been reported.